Manufacturer narrative:
The device was received for evaluation. A pressure test was performed and a leak on the access line was identified. Visual inspection was performed and observed a hole on the access line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed with one unit of prismaflex st100 set during priming. There was no patient involvement. No additional information is available.